Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the left atrium via a transseptal puncture. An unspecified transseptal needle was used and a 0.014 balance middleweight (bmw) guide wire was inserted inside the needle. After moving the guide wire in and out of the needle, the guide wire separated and approximately 10 cm of the guide wire was left in the left atrium. Therefore, the guide wire was snared and removed from the anatomy. The device was replaced with another unspecified guide wire to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the bmw instruction for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation determined the reported difficulty to be related to an IFU deviation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.